Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient said that they were having stimulation in areas of their stomach, on the last two fingers of their left hand, and down the legs where it became painful and they would get some large jolts, all in unwanted areas. Patient then stated that they have been having gi issues, intestinal swelling, and ulcers. Patient stated they believed this may be due to feeling stimulation in their stomach and other unwanted areas. Patient stated they stopped using their implant in july, and had not charged the controller or implant since then, however, they still feel that they can feel the stimulation despite not using it for months. Patient mentioned that at one point they saw a manufacturer rep in person for re-programming but it did not help the issue. Patient mentioned that every time they would visit the doctor, the patient would try to have the doctor take the implant out, but doctor refused. Patient confirmed no recent medical history, no recent weight gain or weight loss. Patient stated that they do pick up heavy objects at work and stand on their feet a lot. Patient service specialist asked if patient had any recent falls or weight gain that may have impacted the position of the implant, but patient said no. The patient was redirected to their healthcare provider to further address the issue.